Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, high impedance and no capture. It was suspected that the lead was fractured. The right atrial lead also exhibited high impedance. It was suspected that the insulation had degraded. The patient presented for lead revision procedure on (B)(6) 2019 and both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 58.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.